Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient experienced a serious injury during a procedure where the manta vcd was used for femoral access closure. The serious injury necessitated medical intervention in the form of a covered stent placement to preclude permanent impairment of a body function or permanent damage to a body structure. The manta vcd, although not implicated by the operator, could not be excluded as a contributing factor in the event. The manta vcd instructions for use lists adverse events related to the deployment of vcds including perforation of iliofemoral arteries, causing bleeding/hemorrhage. Precautions listed in the instructions for use includes in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Event description:
The (B)(6), male patient weighing (B)(6) underwent a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2020. The patient's artery size measured 7.2 mm and was reported to have no calcification. The tavr procedure sheath was a 14f sheath delivering a 29 mm valve. The operator did not have any difficulty advancing or withdrawing the procedure sheath. It was reported that there was a perforation 1.0 - 2.0 cm proximal from where the manta 14f vascular closure device (vcd) was deployed. The manta vcd deployment was reported to have been successful without any problems regarding the vcd or the closure site. The operator stated the perforation was not caused by the manta vcd, but more likely from the valve sheath. The perforation was remediated with placement of a covered stent extending distal to the manta vcd placement site all the way proximal to the manta vcd placement site.

Manufacturer narrative:
As reported, the delivery system was switched out allowing the vasculature to be more subjective to of wear and tear from the additional exchanges. A perforation was visualized on angiogram proximal to where the manta device was deployed. The IFU precautions "in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis." A covered stent was placed to remediate the perforation. Perforation of iliofemoral arteries possibly causing bleeding and arterial damage have been identified as possible adverse events associated with any large bore intervention, including the use of the manta vascular device. However, it cannot be determined if the perforation occurred prior to or during the manta deployment. The risk of access site complications leading to bleeding possibly requiring surgical repair and/or endovascular intervention are identified in the IFU as adverse events related to the vascular closure device. Risk documentation has been reviewed and this is a known risk of the device. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. Based on the information reviewed, there has been no product quality issues with respect to manufacturing, design, or labeling.